Manufacturer narrative:
The technician replaced the mts cable to repair the bed.

Event description:
The technician found, the cable for the mts cable for the air module was shorting against the bed frame.